Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant hasn't worked in years and patient mentioned they have a lot of problems with their body. Patient mentioned a healthcare provider (hcp) mentioned they were going to reposition the implant and mentioned it wasn't in properly and their pain clinic mentioned the implant might be replaced. Patient mentioned they need to get a MRI but they can't get one because they don't have their pt ID card. Agent reviewed equipment can be used to enter MRI mode. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.